Event description:
The info rec'd from the affiliate states, that this male pt was presented to the interventional lab for repair of a lesion located in the right common femoral artery (size of vessel unk). There were severe calcification, mild vessel tortuosity and a 100% stenosis present. The access site was the left femoral artery, contralateral approach. The powerflex p3 (420-4020s) was prepared as per the IFU, and it was used for the pre-dilatation. The guidewire was inserted across the lesion via the sheath introducer. The balloon was advanced to the lesion over the guidewire and was inflated using the indeflator. Upon inflation, the balloon was ruptured at 2 atms. Therefore, the balloon was withdrawn out of the pt's body and another balloon catheter was used and the pre-dilatation was the success. The stent was deployed in the lesion and there was post-dilatation using the balloon catheter. The procedure was finished successfully. There was no adverse consequence to the pt.

Manufacturer narrative:
The product will not be returned for eval and testing. Add'l info will be forthcoming within 30 days upon receipt.